Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a chronically totally occluded, heavily calcified proximal circumflex that was 100% stenosed. Pre-dilatation was performed with a 2.5x15mm traveler balloon dilatation catheter (bdc). Then an unspecified combo stent was deployed. Post-dilatation was to be performed with a 3.75x15mm nc trek bdc, but during insertion the proximal shaft broke in two pieces. A 3.0x15mm trek bdc was used to successfully complete the procedure. The device was simply removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.